Event description:
It was reported that the patient¿s blood glucose reached 500 mg/dl. Additionally, the patient reported that the needle deployed the cannula early.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 48 pulses and then the device was deactivated by the user at pulse 66. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. Although no issues were noted with the needle mechanism, a root cause for the reported needle deploying early could not be determined.